Manufacturer narrative:
Updated fields: b4, b5, e1 (initial reporter, event site email), e3 (occupation), g3, g6, h2, h11. Corrected fields: g2.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump (iabp) had hissing and no augmentation correctly. A patient involved but no harm was reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) inspected the unit and confirmed the hissing complaint, the system does produce some noise when autofilling and during initial cycles but this does not affect the operational unit. The augmentation values wnl on simulator system due preventive maintenance (pm). The pm action performed compressor replaced 8/2023 along with filters. The fse completed the maintenance and validation successfully. The unit passed all functional and safety test in accordance with the manufacturer's specifications.

Event description:
It was reported that while attached to patient, the cardiosave intra-aortic balloon pump (iabp) was hissing and not augmenting correctly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.